Event description:
Pt's family reported two possible broken sensor wires (distal end retained). This is MDR 2 of 2. Reference MDR # 3004753838-2010-00062 for event description.

Manufacturer narrative:
(B)(4) . Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.